Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and the left ventricular (lv) lead had exhibited chronically high thresholds and had dislodged. The ICD was explanted and replaced while the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst commented that the elective replacement indicator (eri) date was (B)(6) 2013 and a sawtooth shape was observed in the battery voltage curve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.